Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed pump reboots had occurred. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap height and width measurements were found to be within specifications. No damage was observed to the battery compartment. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was opened and no intermittent condition was found to the power circuit. The intermittent power issue was observed in the pump¿s black box but was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the pump¿s display was found be dim, fading and discolored.